Event description:
Event description this implantable cardioverter defibrillator (ICD), which had been in service for 54.7 months, was returned to boston scientific for unknown reasons. No additional information is available at this time.